Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided relevant information to manage the issue. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.